Manufacturer narrative:
Product event summary #the pump and outflow graft were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported "low flow" event was confirmed via review of log files which revealed a sustained decrease in power consumption on (B)(6) 2016. Parameters returned to normal operation on (B)(6) 2017 at 12:20 pm. Seven low flow alarms have been logged since (B)(6) 2016. Of note, a computerized tomography (CT) angiography scan revealed evidence of thrombus in the distal outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the reported event may be attributed to an occlusion caused due to thrombus in the outflow graft. Possible clinical factors that may have contributed to the reported event include the patient¿s past medical history and related com orbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. Although the root cause of the reported event cannot be conclusively determined, there are possible patient and pharmacological factors thatmay have contributed to this event. **other device involved in this event: (B)(4) - outflow graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
**Other device involved in this event: (B)(4) - outflow graft/ catalog number:1125 / expiration date: 03/31/2019. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The pump is a fixed speed system and estimates blood flow rate using electrical current, impeller speed and blood viscosity. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Users are directed to confirm correct settings for low flow alarm limit and viscosity. If "low flow" alarm is active then the patient should be evaluated. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. All alarms should be reported. These alarms may be indicative of thrombus or other tissue fragments in the pump, its' inflow cannula or in the outflow graft, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient developed low flow alarms on (B)(6) 2017 with mean arterial pressures (map) of 60s-70s. The patient presented with shortness of breath, dizziness and with an oxygen saturation level of 86%. A preliminary review of the controller log files revealed findings consistent with either an inflow or outflow obstruction. A computerized tomography (CT) angiography scan revealed evidence of thrombus in the distal outflow graft. Vad parameters at this time included a speed of 1800rpm with an estimated flow of 2.2-2.3l/min and power consumption of 3.3-3.4watts. The patient was noted to b afebrile with a heart rate of 80bpm, a respiratory rate of 19/min, a map of 72mmhg and an oxygen saturation of 100% on nasal cannula. An echocardiogram in the emergency department revealed a dilated left ventricle (lv) with bowing of the septum towards the right. Of note, the patient is reported to have had an aortic valve repair for regurgitation with a park's stitch. However, there was evidence of some systolic flow through the aortic valve with no to moderate mitral valve regurgitation (more than previously documented for this patient). The thrombotic material in the outflow graft was described as 2.1 x 1.3 x 1.2cm, as causing luminal narrowing of more than 70% within the outflow cannula and located approximately 4cm proximal to the anastomosis of the ascending aorta. The patient was treated with a 9 x 59mm balloon-expandable covered stent. The event was reported to have been resolved on (B)(6) 2017 and was discharged home on (B)(6) 2016. The primary investigator reported that the event was related to the study device system and unrelated to the implant procedure or the patient's condition. No further information has been provided.